Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0wmv1, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that patient had increase in voiding the past 2 days. The patient reported not feeling stimulation while therapy was confirmed on. The patient increased stimulation from 5.3 to 5.4. The patient experienced a sudden changed in therapy/symptom. Additional information reported 11 days later indicated that patient stated she was on a trip in (B)(6) when she noticed increased in voiding. She went to the urgent care in (B)(6) 2015. It was determined patient had a bladder infection. It was a bad bacteria. Health care provider (hcp) from the urgent care prescribed antibiotics. Pt was taking antibiotics for 7 days starting on (B)(6). She finished with the antibiotics. Bladder infection cleared up now. The issue with increased voiding was now resolved and patient was doing all right presently. The indications for use for this patient was gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information reported later indicated that patient had seen a health care provider (hcp) since her last call but was still experiencing same issues as previously reported. Patient stated they would be contacting their hcp immediately.